Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue with one of the arctic sun gel pads from the end of last week and they asked that they save it to get back to the company. They were asking was that something that they will be picking up. They have it in their office and wanted to make sure that it was available if someone planned to grab it.

Event description:
It was reported that they had an issue with one of the arctic sun gel pads from the end of last week and they asked that they save it to get back to the company. They were asking was that something that they will be picking up. They have it in their office and wanted to make sure that it was available if someone planned to grab it.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-07037. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.